Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: han et al (2005) south korea reference: han I, kim yh, yoo jh, seong sc, kim tk. Broken bioabsorbable femoral cross-pin after anterior cruciate ligament reconstruction with hamstring tendon graft: a case report. Am j sports med. 2005 nov;33(11):1742-5. Address: tae kyun kim, md, phd, joint reconstruction center, seoul national university bundang hospital, 300 gumi-dong, bundang-gu, seongnam-si, gyeonggi-do (463-707), korea e-mail: osktk@snubh.org patient characteristics: age: (B)(6), gender: male. Type of lesion: acl tear, meniscus tear (x2). Perioperative complications: joint: knee. Anchor (# per lesion): rigidfix cross pins suture: - other devices: intrafix (tibia), staple. Technique: acl reconstruction (tt, 4 strand hamstring allograft), repair/resection of meniscus surgical complications: - anesthesia complications: - device complications: ¿femoral tunnel was not made properly and blowout of the posterior wall occurred.¿ other complications: - time complication: 14 mo. F/u time: 6 mo. Loose device: broken rigidfix pin in popliteal hiatus, sudden, painful, catching sensation while trying to extend the knee, location of the pain migrated, mild effusion, lachman and anterior drawer tests mildly positive, pivot-shift test showed subtle gliding, mcmurray test negative, palpation revealed no tenderness. Broken suture: - tissue damage: new meniscus tear, acl graft intact (intact graft, possible meniscal tear), imaging studies: MRI: x-ray: tibial tunnel more vertical than recommended. Reoperation (related/unrelated): related: surgery (authors claimed tow technical mistakes), indicated for meniscus tear, broken rigidfix pin found, outcomes: objective outcomes: lachman and anterior drawer tests mildly positive, kt-1000. Arthrometer (maximum difference of anterior tibial translation): 1.5 mm. Functional outcomes: returned to full activity without any complications. Subjective outcomes: sudden painful, catching sensation while trying to extend the operated knee. Patient satisfaction.